Event description:
It was reported that the customer was hospitalized with a high blood glucose of 26 mmol/l, and was advised by the doctor to get the insulin pump replaced. The doctor felt that the insulin pump was not delivering insulin properly. Troubleshooting was not conducted as the customer was not present at the time of the call. Advised the caller to have the customer call in for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.